Event description:
It was reported that there is an apparent lead fracture. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing. Four ventricular non-sustained tachycardia episodes of less than or equal to 200 ms average ventricular cycle length were recorded between (B)(4)-2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.